Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Concomitant medical products - intramedullary plug lge, catalog#: 130613, lot#: 423370; oss rs poly tibial bearing 12, catalog#: 161028, lot#: 116580; oss rs poly fem bushings set/2, catalog#: 161034, lot#: 514240; oss poly lock pin, catalog#: 150478, lot#: 867330; oss poly tibial bushing, catalog#: 150476, lot#: 561550. Concomitant medical products - therapy date ¿ unknown date in 2017. This report is number 10 of 16 mdrs filed for the same patient (reference 1825034-2017-00765 / 00766 / 00767 / 00777 / 00825 - 00835).

Event description:
Patient has been indicated for revision of orthopedic salvage knee and hip components due to radiographic evidence depicting fractured fragments loose in the joint. It is unknown at this time which components have fractured. No revision has been reported to date.